Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with a wireless neurostimulator (wens). Information was reported that when the patient went home they got a message that the patient described as "service not available". Information about settings not available message were reviewed. The caller stated that during the event the md had to do a wet tap so there was blood and fluid in the epidural space. The caller thought that this could be affecting the impedances. The caller also stated that following the case there were two electrodes that were out of range. The caller reseated the lead in the wens channel and then all impedances were normal. The caller did not have specific values. The caller stated that the patient was programmed with a bipole on t9 t10 location as it would be in evolve, with 1000hz and 200us. When programming in the office the rep was able to increase stimulation up above 1.8ma, but that is where he left the patient. The caller stated that when the patient went home they got the message on the patient controller (pc). The rep called back after talking to the patient's husband and he said that they see the message when they push the white button on the top of the programmer. The patient is going to leave stimulation on as it is and check the device tomorrow. When the patient came back to the office the caller stated that the wens light was coming on but he could not connect to it with the patient's controller or the communicator (cp). The caller replaced the batteries in the wens and then was able to connect. He was getting out of regulation (oor). It was at this point that the impedances were fine expect two electrodes one of which was being used for therapy, so he reseated the lead and that caused the impedance issue to be resolved. The caller was asking why he wasn't able to communicate. The caller stated that one of the reps told him the batteries were good when she checked earlier. It was reviewed that it sounds like the batteries were depleted, but it was not clear exactly what happened based on the described sequence. The caller is unsure if the patient has experienced any stimulation relief this weekend due to the reported issues. The caller was concerned that the patient's controller was not connecting to the wens however, the caller noted that when they tried to use the controller it was showing screen 59. It was reviewed that if the controller is showing that screen than it would make sense that the controller and wens are actually communicating as intended. The caller also noted that the doctor's 'wet tap' gave the patient a blood patch during the trial procedure. The caller is concerned that it may be related to the impedance/screen 59 issue. The caller is going to meet with the patient on monday morning ((B)(6)). No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead, UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the wet tap was due to the hcp going to deep with the 14 gauge needle, which resulted in csf flow back. The cause of the oor was not determined, but it was thought that it could have been a result of the 10 cc blood patch injected into the patient. The patient was still getting no efficacy from the stimulator. The hcp was planning on pulling the lead. No further complications were reported.